Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 6.5 mg/day, baclofen 550 and clonidine 650 via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017. It was reported the patient had spinal cord detethering at thoracic 5 on (B)(6). It was the third detethering. The patient was paralyzed in 2011 during surgery. The patient was doing better with their pain until (B)(6) when they started getting awful spasticity/tightness in their feet, the right was worse, and increased back pain around to their front ribcage. It had gotten worse today (B)(6) 2017). Oral medication helped but what about the pump and questioned if post operative changes could do this. The patient was at 1.5 mg/day back in (B)(6) when the tethering pain started. The patient¿s managing physician no longer sees patients and the patient was afraid. No further complications were reported. Additional information was received from manufacturer representative. It was reported that patient being paralyzed during surgery was not related to the device. Patient had replacement surgery and symptoms were related to that. For actions/interventions to resolve the back pain and spasticity, the medication was slowly titrated up in the pump. Patient stated that he began feeling better 2-3 weeks after surgery and the back pain and spasticity were much improved since the surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The physician decided to replace the pump on 6/5/2017; no reason given. The pump will not be returned.